Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 20-apr-2016, information was received from a healthcare provider (hcp) via a company representative regarding an (B)(6), male patient who was receiving bupivacaine 10mg/ml at 5mg/day and clonidine 325mcg/ml at 162 mcg/day in an implantable pump for spinal pain. On (B)(6) 2016, the patient was in the office for a refill and fell several times in the bathroom. The patient was sent for a magnetic resonance imaging (MRI) as soon as possible. The report showed a possible mass at the tip of the catheter/granuloma. The patient was put in the hospital and the physician ¿pulled catheter down 2 vertebral bodies.¿ the hcp also decreased the concentration so that it was giving more volume. As of (B)(6) 2016, it was unknown if the issue resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿ as of (B)(6) 2016, the patient was doing much better. He no longer had the extreme weakness he had and was getting around fine. The hcp felt what was seen on the MRI was a granuloma. A repeat scan was ordered to reevaluate in 2 weeks. Additional information received from a healthcare provider (hcp) via a manufacturer representative indicated the patient had multiple falls and an intra-dural mass at the thoracic vertebrae 11-12 as viewed from x-ray studies. The patient continued to have balance issues/weakness in lower extremities (as of (B)(6) 2016). The pump was stopped and explant was planned on (B)(6) 2016. It was unknown if environmental/external/patient factors may have contributed to the event. It was noted contrast and MRI studies were also performed. The managing hcp pulled the catheter down to try and resolve the issue. No further information was provided. History: lumbar pain, hypertension, cad, and prostate cancer.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
On 04-20-2016, information was received from a healthcare provider (hcp) via a company representative regarding an (B)(6) year-old, male patient who was receiving bupivicaine 10mg/ml at 5mg/day and clonidine 325mcg/ml at 162 mcg/day via an implantable pump for spinal pain. The patient's medical history was reported as "none." The patient's concomitant medications were unknown. On (B)(6) 2016, the patient was in the office for a refill. The patient fell in the bathroom several times. The patient was sent for a magnetic resonance imaging (MRI) as soon as possible. The report showed a possible mass at the tip of the catheter/granuloma. The patient was put in the hospital and the physician "pulled catheter down 2 vertebral bodies." The hcp also decreased the concentration so that it was giving more volume. As of 04-21-2016, it was unknown if the issue resolved. The patient's status was reported as "alive -no injury." As of 04-29-2016, the patient was doing much better. He no longer had the extreme weakness he had and was getting around fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.